Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The returned iab showed the membrane fully unfolded, with blood present on the catheter exterior and between the catheter and sheath. A non maquet sheath was partially covering the rear of the balloon, and the inner lumen was occluded with dried blood that could not be cleared. Sensor output testing confirmed the device was within specification. The reported issue could not be reproduced. Review of lot history, complaint history, and risk documentation found no related nonconformances or adverse trends. The failure mode is addressed in the IFU and remains within the acceptable risk profile. Based on the investigation, no product defect or manufacturing issue was identified, and no CAPA escalation is required

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1: event site address: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that transray plus 35cc intra-aortic balloon(iab), after trp3546 was put into use in the catheterization laboratory, frequent calibration impossible alarms were observed. After the device was moved to the ccu ward, the alarms stopped, and the affected product remains in use. No injury and harm was reported.